Manufacturer narrative:
The devices, intended for use in treatment, was returned for evaluation. A visual inspection was performed and confirmed the stated failure. A review of the device history records for the listed batches did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A review of the risk management file and instructions for use document for this failure mode was conducted and concluded this failure mode has been identified. Our lab concluded, on the returned insert component, abrasion patterns and scratches were observed on the distal surface, and material deformation was observed along the locking mechanism. The root cause of the reported failure mode cannot be confirmed with the available data. No material or manufacturing deviations were observed in the process of this investigation. Our clinical / medical team noted: per subsequent email, no relevant clinical information will be provided . Without the requested clinical information a thorough medical investigation cannot be rendered. Should any additional medical information be provided this complaint will be re-assessed. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to a dislocation. The insert was removed.